Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section. Initially reported ventricular tachycardia radio frequency (rf) failure to protect nitinol spring. Use of second device. No adverse effect reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 15-aug-2025, observed foreign reddish material presumably blood inside the pebax. Additionally, a separation between the pebax and electrode section was found. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and electrode section on 15-aug-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
E1. Initial reporter first name: (B)(6). E1. Initial reporter last name: (B)(6). The device evaluation details. The device was returned to the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 11-jul-2025. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed foreign reddish material presumably blood inside the pebax. Additionally, a separation between the pebax and electrode section was found. Then, the device was connected to the carto 3 system and the generator, and it was recognized and visualized correctly, no errors were observed. The force feature was evaluated and the force values and the vector were detected within specifications. No force issues were observed. However, error 210 was displayed on the screen of the system, additionally, no temperature was displayed on the generator. Then, the handle of the device was dissected and resistance of the thermocouples (tc) pads on the connector printed circuit board was measured, and an open circuit was identified on the tip. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The separation between the pebax and electrode could be related to the force issue reported event by the customer. The root cause of the pebax damage could be related to a manufacturing process. The temperature issue detected during the test was unrelated to the reported event by the customer. The potential cause of the open circuit could not be determined. The instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. This product issue will be addressed through johnson & johnson medtech quality system. An internal corrective action is being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿radio frequency (rf) failure to protect nitinol spring¿ issue. In addition, biosense webster inc. Analysis finding of the ¿foreign reddish material presumably blood inside the pebax; separation between the pebax and electrode section¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿radio frequency (rf) failure to protect nitinol spring¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of the ¿resistance of the thermocouples (tc) pads on the connector printed circuit board was measured¿. Manufacturer¿s reference number: (B)(4).